Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's atrial lead was exhibiting noise over-sensing. Inappropriate automatic mode switch (ams) was noted. No intervention was performed. The patient was stable.